Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium - large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the customer reported complaint. The medium - large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and was able to clip. However, the instrument would not release the ligation clip smoothly. One side of the ligation clip remained stuck in the clip applier groove. Additional observation(s) not reported by the site were also identified. The medium - large clip applier instrument was found to have slightly bent grips and the damage was found at the clip groove. As a result, the medium - large clip applier instrument could not release the ligation clip properly upon performing a clip function. The root cause was attribute to mishandling/misuse, such as applying excessive force to the grips during clip installation. Failure analysis found the additional failure of the severely bent grip of the clip applier to be related to the customer reported complaint. A review of the instrument log for the medium - large clip applier instrument (470327-09/n10170330-0073) associated with this event has been performed. Per logs, the medium - large clip applier instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 50 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that, the medium - large clip applier instrument clips were not coming out of the instrument. Per the description of the complaint, the instrument might have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the 8mm medium - large clip applier instrument clips were not coming off of the applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.